Manufacturer narrative:
Event description: initial right total hip arthroplasty performed (B)(6) 2009. The patient subsequently underwent a revision of the head and liner on (B)(6) 2017 due to recurrent dislocation. The patient then underwent staged revision procedures due to elevated metal ions and continued pain. During the revision, extensive necrosis consistent with adverse reaction to metal debris was noted. The first stage occurred (B)(6) 2017 during which all existing implants were removed, and a depuy spacer was placed with palacos cement. The second stage occurred (B)(6) 2017 to exchange the cement spacer for a new depuy spacer with palacos cement and to remove the cerclage wires. The third stage occurred (B)(6) 2017 during which the spacer was removed and a wagner system and biolox head were implanted. It was reported that patient was revised on (B)(6) 2018 due to the status post severe trunnionosis with superimposed infection. Review of received data: - medical records were provided and reviewed. - revision surgery report does not mention the state of the taper of the wagner stem. Devices analysis: - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. - sterilization certificates: the irradiation certificates of the affected lot number of the wagner stem was reviewed on 11-august-2020 and confirm the correct sterilization of the products. Conclusion summary: it was reported that patient was implanted with biolox head, wagner sl stem on (B)(6) 2017 and revised on (B)(6), 2018 due to the status post severe trunnionosis with superimposed infection. In vivo time of the device 8 months. The investigation results did not identify a non-conformance or a complaint out of box (coob). The irradiation certificate of the affected lot number of the wagner stem was reviewed and confirm the correct sterilization of the product. The irradiation certificate of the biolox head could not be reviewed due to the unknown lot number. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. It remains unknown whether the patient history of infection and failed hip prosthesis might have contributed to the reported event. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation completed.

Manufacturer narrative:
The manufacturer did not received documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to trunnionosis with superimposed infection.